Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Please explain what is meant by ¿impossible to have a clear staple line¿. Did the device lock out and could not be fired? Did the 4th firing deliver staples? What color cartridge was being used? Was buttressing material used? On which firing was the serosal tear identified? How was the serosal tear addressed? Please explain what is meant by ¿twist on the stomach¿. After reviewing the togd, was any medical or surgical intervention required? What was the abnormal togd? What is the current patient status?

Event description:
It was reported that at the 4th stapling, it was impossible to have a clear staple line and clamp could not cut the stomach. 5th stapling was on the 4th one. Serous tear. Abnormal post op togd control: twist on the stomach.

Manufacturer narrative:
(B)(4). Batch number: p56y8l. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with one ecr60d cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. One picture was provided; picture received shows tissue, with a staple line, the tissue can be seen opened. Based on the photo alone the event describe is confirmed. Please refer to the device analysis for full analysis details and conclusion.